Event description:
It was reported that approximately 1.5 years post xience v stent implantation in the proximal left anterior descending artery, the patient experienced increasing fatigue, shortness of breath and crescendo angina. A stress test was done showing abnormal results. Cardiac catheterization was performed showing 60-70% in-stent restenosis. On (B)(6) 2011, the patient was hospitalized and coronary artery bypass surgery was performed, resolving the event. On (B)(4) 2011, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina, ischemia and re-stenosis are listed in the xience v eluting coronary stent system instructions for use, as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.